Event description:
It was reported that a bakri tamponade balloon catheter was leaking. The patient underwent a cesarean section due to central placental previa. The patient experienced intraoperative bleeding due to placental detachment in the lower uterine segment and lost approximately 500ml of blood. The user inserted the device transabdominally and injected 10ml of normal saline. It was then noted that there was fluid leakage on the side of the balloon drainage catheter. The user stopped the fluid injected and replaced the device with a new device. The patient lost approximately 100ml of blood after the device malfunction with a total estimated blood loss of 600ml. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient was hemodynamically stable and no blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that a bakri tamponade balloon catheter was leaking. The patient underwent a cesarean section due to central placental previa. The patient experienced intraoperative bleeding due to placental detachment in the lower uterine segment and lost approximately 500ml of blood. The user inserted the device transabdominally and injected 10ml of normal saline. It was then noted that there was fluid leakage on the side of the balloon drainage catheter. The user stopped the fluid injected and replaced the device with a new device. The patient lost approximately 100ml of blood after the device malfunction with a total estimated blood loss of 600ml. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient was hemodynamically stable and no blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned to cook for investigation. The device was function tested, and lumen communication was observed between the lumens at the joint of small and large tubing. A document-based investigation evaluation was performed. No related non-conformances were recorded in the device history record (DHR) review. A trackwise search revealed one other complaint associated with the balloon bursts. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state on how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded the most likely cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.